Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03468. It was reported the patient did not receive effective stimulation after the permanent implant procedure. Reportedly, multiple programming was unsuccessful. As a result, an additional surgery took place on the same day. The physician opted to repositioned both leads which resolved the issue.